Event description:
It was reported, while in cardiac catheter room, the md inserted the sheath via the right groin. After inserting the iab, the md heard the console alarm and he noticed blood in the line. The iab was removed and the md inserted another iab successfully. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.